Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the connector pin on the  desk top charger would not stay plugged into the recharger, the connection between the recharger and the desk top charger connector pin was so loose that the connector pin would just fall out of the recharger port. During the call the patient representative inspected the external equipment and damage was suspected on both devices. Agent emailed repair to send replacement recharger and desk top charger. Agent reviewed information with patient rep about wr but due to circumstances below agent sent replacement legacy equipment so that patient could have access to working equipment. Agent re-opened that case and sent message to field to inquire what happened to the wr replacement as it appeared in that case that the wr equipment had been sent to rep.

Manufacturer narrative:
H3. Analysis of desktop charger (serial number (B)(6) found " frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.